Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope had the guide pin missing. There were no reports of patient harm.

Manufacturer narrative:
Correction to e1 (contact), e2, e3, and g2 of the initial report. See e1, e2, e3, and g2 for further details. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by excessive mechanical force caused by an impact, fall or collision with other devices. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor the field performance of this device.